Event description:
It was reported while using bd plastipak¿ syringes non-sterile leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the syringes received are either almost empty or at least have less than 20 ml of sterile water. We believe that syringes are losing liquid from the rubber stopper as they were all with the cap and we can see some liquid in the rubber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 10feb2023. H6: investigation summary : it was reported syringes are losing liquid from the rubber stopper. To aid in the investigation, seven samples with no packaging blisters and one photo were received for evaluation by our quality team. A visual inspection was performed and each sample has the plunger rod - rubber stopper all the way down. No defects or imperfections were observed. Each sample was then tested for leakage past the stopper water pressure test per it21 and each sample passed. The photo provided shows four of the samples received. A device history record review was completed for provided material number 301032, lots 9205165, 9316376, 9275835, 9275836, 9275838 and 9316374. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 9316376, medical device expiration date: 31oct2024, device manufacture date: 12nov2019. Medical device lot #: 9275835, medical device expiration date: 30sep2024, device manufacture date: 02oct2019. Medical device lot #: 9275836, medical device expiration date: 30sep2024, device manufacture date: 02oct2019. Medical device lot #: 9275838, medical device expiration date: 30sep2024, device manufacture date: 02oct2019. Medical device lot #: 9316374, medical device expiration date: 31oct2024, device manufacture date: 12nov2019. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes non-sterile leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the syringes received are either almost empty or at least have less than 20 ml of sterile water. We believe that syringes are losing liquid from the rubber stopper as they were all with the cap and we can see some liquid in the rubber.